Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found "xdcr fault" logged in the error log. The device failed the exhalation pressure transducer test and the positive end-expiratory pressure (peep) was reading high. The fsr replaced the main printed circuit board assembly (pcba) and performed the operational verification procedure. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) and "circuit disconnect" while in use on a patient. The ventilator was swapped out and there was no impact to the patient's care.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.